Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported the flap was extremely thin during a lasik surgery. As per the physician estimation it appeared have been epithelium only and felt liked fifty microns rather than the one twenty microns that was programmed. Although slight eye movement was noticed during the bed cut. There was no issues with the flap creation in left eye and procedure was completed successfully. The physician smoothed the lifted area back down, placed a bandage contact lens on the eye, and did not go forward with the treatment. The patient will return after the cornea heals and will have a photo refractive keratectomy (prk) procedure.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows six successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the beam control check for left eye was done about one minute before laser fired instead of immediately before firing. No relevant deviation between planned and performed energy is detectable for the reported treatment. Treatment for left eye was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. Root cause could not be identified conclusively, however most probable root cause is movement of the patient's eye. The manufacturer internal reference number is: (B)(4).